Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. Troubleshooting was unable to identify a solution for the issue. The device was sent to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the display of a heater-cooler system 3t became blank and an audible alarm occurred during priming. There was no patient involvement.

Manufacturer narrative:
The involved device was returned to the manufacturer for repair. However, during follow-up communication with the customer, they reported that they did not want to pay for a repair and it was decided to scrap the device. No further investigation was performed.